Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the lot number involved, 0202319200, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2016-00046 for the first patient. Fill volume: 233 ml. A report was received stating the patient was connected to the fluorouracil (5-fu) pump on (B)(6) 2016. A flow restrictor was taped to the patient's skin. The patient was scheduled to return to the clinic for pump disconnection on (B)(6) 2016 in the afternoon. The patient returned to the clinic 4-hours earlier than the scheduled appointment because the pump had emptied. The patient was unsure when the pump had completed the infusion. There was no adverse event reported due to this reported incident. This patient has used this type of pump for no less than 5 times. The patient was well educated on the pump use. The pump was carried in a fanny pack at the patient's waist. There was no report of elevating the pump, adding pressure, or heating up the pump. No additional information was provided.